Manufacturer narrative:
Detailed torquing specifications will be added to the manufacturing drawings and procedures used in assembling the connectors. Additionally, the proper tooling needed to meet torquing specifications will be clarified within the manufacturing drawings and procedures.

Event description:
The device user reported a loose inlet connector.

Event description:
The device user reported a loose inlet connector.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se confirmed that the inlet connector was loose. The retaining nut was still on the thread, but had come loose. The se resolved the issue by tightening the retaining nut. Aftewards, the device passed functional test that were performed.

Manufacturer narrative:
A corrective and preventive action (CAPA) was initiated to further investigate this issue. It was determined that the root cause is attributed to the manufacturing procedure not providing clear torquing instructions, such as proper torquing forces and proper tools for connections. A plan to address this issue is pending.

Event description:
The device user reported a loose inlet connector.